Manufacturer narrative:
The field service engineer checked the subject device and found that no image was displayed intermittently because the video connector lock was loosened. The phenomenon occurred specially when the cable was moved or handled. The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the routine inspection, there was no image intermittently and video connector lock was damaged. There was no report of patient injury associated with the event.